Manufacturer narrative:
An evaluation will be conducted if and when the product is returned.

Event description:
It was reported that the device deployed simultaneously. A backup device was used to complete the procedure. No patient harm was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device received. The device was received in fair condition. The device was returned with t1, t2 and partial suture separated from the delivery needle. The device has a slight twist of the delivery needle. The depth limiter is quite creased and flared showing signs of force. Dimensional inspection points to this device being manufactured prior to (B)(6) 2016. The lot number on the outer carton indicates a product manufactured after that date. The tyvek pouch label has been removed. Actions were taken to address simultaneous deployment for particular lots.